Event description:
A complaint was received regarding a sensor error message. While wearing the adc device using the freestyle libre 2 app. As a result, the customer experienced hypoglycemic symptoms and was provided juice by the hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. The sensor was found to be in sensor state 1 (storage state). Extracted data from the returned sensor using approved software. Insertion failures was observed. Watermark was observed on the tail. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed . Activated sensor with known good reader . Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message. While wearing the adc device using the freestyle libre 2 app. As a result, the customer experienced hypoglycemic symptoms and was provided juice by the hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.